Event description:
It was reported that a user of the ilet experienced hyperglycemia with a blood glucose of 324 mg/dl approximately two hours after eating and received a high glucose alert, which they dismissed after confirming a downward trend. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included user education and troubleshooting, with guidance to consider tubing change if glucose failed to correct within 90 minutes, and no hospitalization. Investigation included customer support review and remote troubleshooting. Investigation of this case revealed no confirmed device malfunction and no confirmed component failure, with the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.